Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.69mm. The grips were not found to be cracked. The complaint was confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument did not lock. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.